Event description:
It was reported that during the procedure, a 3.0x8 xience v rx drug-eluting stent delivery system was advanced toward a heavily calcified lesion in a heavily tortuous unspecified coronary artery, but was unable to cross the lesion. The xience stent delivery system was withdrawn, and another xience v was used successfully to treat the lesion. There were no patient effects and no clinically significant delay in completing the procedure. Returned goods lab received the 3.0x8 xience with a separated hypotube shaft. Additional information was received that indicates that resistance was felt during removal of the xience and that the hypotube shaft had separated during use in the anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: return goods lab analysis noted blood on the balloon, which is consistent with advancement into the body. There was no contrast visible. The undamaged stent implant was stationary between the markers of the tightly folded balloon. The tip length and stent implant outer diameters met manufacturing criteria. The shaft was separated 22.6 cm distal to the strain relief tubing. The hypotube fracture face was oval shaped and the jacket material was stretched, suggesting tensile overload (material fatigue/stress). Kinks or bends in the shaft can lead to weakening of the stent delivery system (sds) material such that subsequent application of force or further handling can cause a separation. There was a bend and multiple kinks throughout the shaft. In this case, there was no report of any damages noted to the stent delivery system or stent implant during inspection prior to use, which suggest that a product deficiency did not contribute to the reported incident. The lesion was described as heavily calcified and heavily tortuous, which likely contributed to the failure to advance/cross the lesion and resistance during withdrawal. It is likely that the shaft became kinked/bent during the procedure and further handling of the device contributed to the shaft separation/detachment. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. Additionally, a query of complaint handling database was performed and there were no other incidents for resistance/difficulty removing from the anatomy or shaft separation/detachment for this lot. There is no indication of a product quality deficiency.